Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted and replaced with a similar guidant crt-d. This device had been in service for 35.9 months, and there were no observations of performance issues while implanted. The device was returned to guidant for warranty consideration. Upon receipt, guidant's reliability assurance laboratory conducted routine analysis. The results of this analysis indicate that the device battery depleted prematurely. Detailed analysis is currently underway to determine root cause for the suspected premature battery depletion. No adverse patient effects have thus far been reported.